Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture has caused or contributed to pt injury previously. Device issue: balloon rupture. It was reported that during a procedure to treat a calcified lesion, while performing the first inflation, the balloon ruptured at 6-8 atm. Another balloon catheter was used and the procedure was completed. Reportedly, there was no pt injury. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: balloon ruptures can be affected by numerous factors including, but not limited to, manufacturing, damage to the balloon material, such as a scratch, pinhole occurred during the procedure, result from an interaction with patient anatomy (such as calcified lesion) and/or interaction with accessories (rhv, guiding catheter). The case details described a mild tortuous, moderate calcified lesion, which may have contributed to the damage or weaken the balloon material; however, without the balloon catheter to examine, a conclusive root cause could not be determined.